Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient has been reported as receiving an inappropriate shock due to t-wave over-sensing. Device sensitivity to be adjusted. Device remains implanted.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eri battery status. The device was implanted for 104 months and 77 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified, indicating the battery status eri to be anticipated. The memory content of the device has been analyzed. During the analysis of the available iegms the clinical observation could be confirmed. T-waves were sensed in the ventricular channel, leading to multiple vf detections with one shock delivery. This does not represent a device malfunction. The sensing parameters can be programmed to specifically reduce the sensing of large intrinsic t-waves. In a next step the ICD was subjected to an electrical analysis. First, a sensing test was performed. During the test the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be as expected. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation could be confirmed. In the available iegms the occurrence of sensed t-waves was observed in the ventricular channel. However, this does not represent a device malfunction. There was no indication of a material or manufacturing problem.